Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother reported customer having high blood glucose levels. Troubleshooting was done on pump and found that during delivery test no insulin was exiting tubing. Multiple delivery tests gave same results. Pump is returning for analysis.